Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) intravia containers 150 ml capacity had clear plastic found in the bag that is not visually similar to a core. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. The other two (2) samples were not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particles were observed in the 2 samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.